Event description:
This is being filed to report the difficulty removing the lock line, knot and cardiac arrest. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The clip delivery system (cds) was advanced and placed on the mitral valve. During deployment, when retracting the lock line (ll) resistance was felt and a knot was noted. The ll was pulled harder and the knot loosened and the clip was deployed. The patient was then cardiovascularized causing a short cardiac arrest which was treated with medication. A second clip was implanted, then a temporary pacemaker was placed. A pneumothorax was suspected after the implantation of the pacemaker. The patient had a pericardial effusion, which was not treated. Per the physician, the pneumothorax and pericardial effusion were not related to the mitraclip devices. The procedure was completed with the mr reduced to 2. After the procedure, the patient received a blood transfusion. No additional information was provided.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported physical resistance of difficulty removing the lock line appears to be related to the reported lock line knot. A cause for the knot on the lock line cannot be determined. The reported cardiac arrest appears to be related to procedural condition. The medication required was a result of case specific circumstance. The reported patient effect of cardiac arrest, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.